Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
A healthcare professional via a manufacturer representative reported that the patient whose indication for use is parkinson's dual and movement disorders was implanted bilaterally on (B)(6) 2014 and had done well post-operatively until developing thinning over the right parietal operative site and subsequently developing wound dehiscence. The wound dehiscence had required irrigation and debridement with reclosure on (B)(6) 2015. The wound had again become thin and dehisced. The patient had plastic surgery consultation and no surgical intervention was recommended. The patient had last been seen on (B)(6) 2015 with a chief complaint of erythema surrounding incision site. They had developed the wound looked similar to previous encounters and recommended watching the site. The patient had presented again on (B)(6) 2015 with complaints of edema surrounding the right parietal electrode which had developed on (B)(6) 2015 and the patient had gone to the hospital where a computerized tomography (CT) scan was done of the head. The patient had significant pain on the right side of his head but denied any fevers, new headaches, nausea, vomiting, photophobia, neck stiffness, wound drainage, erythema or edema. Culture indicated (B)(6). A chest x-ray was done with 2 views. The patient was going to have the entire right side system explanted on friday, (B)(6) 2016 due to an abscess located at the lead/extension site, chronic wound dehiscence and infection. The patient had had an electrocardiogram (EKG) 2 weeks prior and the cardiologist had had no concerns so another EKG was not going to be done, along with a complete blood count (cbc) being done at the hospital on (B)(6) 2015 so another cbc was also not going to be done.